Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of menstrual disorder ("menstruation issues"), device expulsion ("migration of essure uterus") and pregnancy with contraceptive device ("pregnancy(no complication)") in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding /vaginal"), menorrhagia ("abnormal bleeding /(menorrhagia)") and infection ("infection"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with ibuprofen (motrin), oxycodone, surgery (underwent a tubal ligation, total laparoscopic hysterectomy) and surgery (total hysterectomy (uterus and cervix removed) ¿ laparoscopic.). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the menstrual disorder and pregnancy with contraceptive device outcome was unknown and the device expulsion, vaginal haemorrhage, menorrhagia and infection had resolved. The pregnancy outcome was not reported. The reporter considered device expulsion, infection, menorrhagia, menstrual disorder, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plantiff underwent a tubal ligation, total laparoscopic hysterectomy, and cystoscopy due to complications from the essure device. Current weight: 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 47.62 kgs. Most recent follow-up information incorporated above includes: on 27-mar-2018: events- "abnormal bleeding (vaginal, menorrhagia), pregnancy (no complications), infection (other), migration of essure device location of device: uterus and pain. She did not undergo essure confirmation test, device ineffective ", treatment drug, reporter added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure uterus"), menstrual disorder ("menstruation issues") and pregnancy with contraceptive device ("pregnancy(no complication)") in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant) and infection ("infection"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding /vaginal") and menorrhagia ("abnormal bleeding /(menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with ibuprofen (motrin), oxycodone, surgery (total hysterectomy (uterus and cervix removed) ¿ laparoscopic.) And surgery (underwent a tubal ligation, total laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia and infection had resolved and the menstrual disorder and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered device expulsion, infection, menorrhagia, menstrual disorder, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plantiff underwent a tubal ligation, total laparoscopic hysterectomy, and cystoscopy due to complications from the essure device. Current weight: 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 47.62 kgs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure uterus"), menstrual disorder ("menstruation issues") and pregnancy with contraceptive device ("pregnancy(no complication)") in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, gravida ii and parity 4 (B)(6) 2004, (B)(6) 2006, (B)(6) 2009, 1(B)(6) 2009). Concomitant products included ibuprofen. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding /vaginal"), menorrhagia ("abnormal bleeding /(menorrhagia)") and infection ("infection"). In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with ibuprofen (motrin), oxycodone, surgery (total hysterectomy (uterus and cervix removed) ¿ laparoscopic.) And surgery (underwent a tubal ligation, total laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia and infection had resolved, the menstrual disorder, pregnancy with contraceptive device, depression and anxiety outcome was unknown and the dyspareunia and dysmenorrhoea was resolving. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, infection, menorrhagia, menstrual disorder, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff underwent a tubal ligation, total laparoscopic hysterectomy, and cystoscopy due to complications from the essure device. Current weight: 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 47.62 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "depression, mental anguish, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping)", concomitant drug added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("menstruation issues") in a female patient who had essure (ess205) inserted for female sterilization. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a tubal ligation, total laparoscopic hysterectomy). At the time of the report, the menstrual disorder outcome was unknown. The reporter considered menstrual disorder to be related to essure (ess205). The reporter commented: plaintiff underwent a tubal ligation, total laparoscopic hysterectomy, and cystoscopy due to complications from the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.